Event description:
It was reported that: "infection in the knee."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 5520-b-400 lot # unk description: triathlon prim tib baseplate - cemented. Cat # 5530-p-409 lot # unk description: triathlon-cr tibial insert #4 - 9 mm. Cat # 5551-l-320 lot # unk description: triathlon-asymmetric patella a32mm (s/I) x 10mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.